Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had previously met with a manufacturer representative for recharging issues and they were able to get the implant charging. The patient stated that the implant was not programmed right for the right parts of their body. The patient was going to follow-up with the healthcare provider to schedule a programming session with the manufacturer representative.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was in overdischarge and they had pulled the implant out of overdischarge with three physician recharge modes. The implant was being charged to 25% with the representative's recharger as the patient's recharger was damaged. The desktop charger pin was bent and the port where it plugs into the recharger was pushed back too far inside the device. It was unknown if the overdischarge was related to the damaged devices. Further information received from the consumer reported that they were not getting coverage in their back, legs and feet. The patient noted they had seen the representative a month or month and a half ago and were having trouble charging. The patient was going to get reprogramming now that she was recharged. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.